Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's last successful recharge was two years ago. Patient had difficulty recharging the ins. When recharging, the recharger would constantly stop recharging however, patient doesn't recall what came up on the screen when it stopped recharging. Patient said that she is scheduled for an MRI tomorrow and was told by MRI facility that she needs to be able to place implant into MRI mode or they won't perform the MRI. The MRI was for unrelated symptoms. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the system was being explanted per the patient's request. The patient reported that it ¿has not been working for me for 3 years¿. The rep noted this was due to patient compliance. The rep said the ins had been overdischarged once in 2017 and a rep helped the patient charge the battery, cleared the power on reset (por) and reprogrammed the ins. The patient stated that after the overdischarge they couldn't ¿keep a charge on it¿ and they ¿haven't had it on since.¿ the rep said the patient told the healthcare professional that they wanted it explanted since ¿it has never done me any good¿. It was noted that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of product #97714, sn: (B)(4) found stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID: 977a260, serial# (B)(4) found #13 conductor is broken 24.6 cm from the distal end. Product ID: 977a260, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.